Event description:
Patient undergoing cystoscopy with laser. During the procedure, the laser fiber tip broke off. It was retrieved. The company did not receive a complaint from the end user and was not aware of the event.

Manufacturer narrative:
The company did not receive a complaint from the end user and was not aware of the event. The fiber tip broke off and was retrieved.